Manufacturer narrative:
D10: (B)(6) 300-01-15 - equinoxe, humeral stem primary. The revision reported was likely the result of pain and prosthesis wear of the humeral liner and an unknown metal component. It remains unclear which metal component was involved with the observed metal debris. The cause of the humeral liner wear cannot be determined but may be related to impingement of the liner on native glenoid bone and/or or instability of the shoulder joint resulting in edge loading of the glenosphere on the humeral liner. However, the series of events cannot be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not returned for evaluation and no radiographs or relevant clinical information was provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
As reported, approximately four years post initial right tsa, the male patient complained of pain and poly failure. Patient was not revised to exactech devices. There was no breakage of device or surgical delay/prolongation reported. Patient last known to be in stable condition following the event. Images received. The device is not available for evaluation due to hospital will not release due to chain of command.